Manufacturer narrative:
Result: inlet/fuse cable.

Event description:
It was reported by service report that the bed has a broken inlet/fuse cable. No pt involvement or adverse consequences are reported.